Event description:
Note: event was from a packing density in (B)(4) study. Subject is a (B)(6) male, non-smoker, history of hypertension and diabetes mellitus, but non-compliant for medication. Subarachnoid hemorrhage with rupture of acom aneurysm likely (B)(6) 2011, with subsequent re-rupture (B)(6) 2011. Underwent angiogram with coiling of ruptured acom aneurysm (4.1 mm height, 4.6 mm width, 3.9 mm depth, 2 mm neck), first coil placed resulted in intraprocedural perforation. Upon placement of the first coil into the ruptured acom aneurysm, there was a small herniation of a loop laterally which was felt to be possibly extrinsic. Angiogram confirmed extravasation. The remaining 5 coils were rapidly placed over 4 minutes. Follow-up angiogram revealed complete thrombosis of the aneurysm and no residual extravasation. Site indicated the event was procedural related and possibly related to the micrus coil and/or procedure. Monitor indicates event is procedural related and possibly related to the device. No parenchymal hemorrhage or midline shift. Subject discharged on (B)(6) 2011, with modified rankin score of 0: no symptoms at all.

Manufacturer narrative:
Below are list of devices used in the procedure. No lot number was provided. Deltaplush 10 (B)(4), cashmere 14 (B)(4), deltaplush 10 (B)(4), deltaplush 10 (B)(4) .